Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign objects in the nozzle and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material possibly remained in the device due to the physical damage on the device from the obtained information. We confirmed that the foreign material residue point was deformed but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.